Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and customer reported pump was damaged and motor is louder.no harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1715kl.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Pump did alarm a pump error 37 alarm during testing at 7:48 am on (B)(6) 2024. Pump did a loud rewind during testing. Successfully downloaded pump's history files and traces using thus software. Found no relevant motor errors in the pump history files and traces. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Rewind anomaly (loud rewind) was confirmed during testing. Cosmetic damage was confirmed. Pump error 37 was confirmed during testing due to dried insulin on the motor slide. Found moisture damage on the motor slide (dried insulin). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.